Event description:
Lead explanted. The lead dislodgement and pulled back into the device pocket. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a deformed outer and inner conductor coil 25 cm distal to the is-1 connector pin, which most likely resulted from a suspected twiddler syndrome including lead dislodgement. Furthermore, cuts into the insulation were found 11 cm distal to the is-1 connector pin, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted. The lead dislodged and pulled back into the device pocket. Should additional information become available, it will be added to this file.